Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient initially had excellent pain relief. The patient gradually developed left-sided occipital neuralgia and received radiofrequency ablation treatments. The patient has had increasingly limited relief. About a week after their last treatment on (B)(6) 2018, the patient stopped having any relief on the right side. It was determined that the battery was functioning well, but the lead was ¿entirely dead.¿ the lead was removed and replaced on (B)(6) 2018. After the surgery, there was a high impedance on one of the electrodes, but all the others were functioning well. No further complications are anticipated.

Manufacturer narrative:
H2: coding in h2 is updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the right lead was replaced because it was dead and not working. The patient reported this was discovered by a manufacturer's representative (rep) the previous summer. Additional information received stated that when the rep met with the patient they saw that a few electrodes registered high impedance. It was suspected that a recent cervical injection next to the electrode had affected it. The patient's pain management doctor decided to replace the lead. No further complications were reported or are anticipated.